Event description:
It was reported that this pacemaker exhibited far field oversensing. There was inappropriate mode switches noted, but technical services (ts) noted the device was operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.